Event description:
After initiation of of the patient's first hemodialysis treatment, the patient started experiencing nausea. Treatment was interrupted. Treatment was restarted and the patient started vomiting and lost consciousness. Treatment was interrupted again, the bloodline and dialyzer were changed, patient continued treatment without further symptoms or complications. Patient's primary diagnosis: ckd.

Manufacturer narrative:
Investigation report attached is on retained samples only.

Event description:
After initiation of the patient's first hemodialysis treatment, the patient started experiencing nausea. Treatment was interrupted. Treatment was restarted and the patient started vomiting and lost consciousness. Treatment was interrupted again, the bloodline and dialyzer were changed, patient continued treatment without further symptoms or complications. Patient's primary diagnosis: ckd.